Event description:
Dexcom was made aware on 07/19/2024, that on 07/03/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported the patient experienced a skin infection at the sensor site. Upon sensor removal, the sensor wire was missing from the sensor pod. The event occurred 4 days after the sensor insertion into the arm. On 07/03/2024, the patient's sensor failed (captured in sr 240722-011349) and when the sensor was removed, the sensor wire was missing. On 07/06/2024, the sensor site was red and the patient called the emergency room (ER) and was advised to place a warm cloth on the area for 24 hours. On 07/08/2024, the patient went to the doctor and the patient underwent an x-ray. No retained sensor wire was noted on the x-ray. The patient was diagnosed with a skin infection and was prescribed oral bactrim for 4 days and also applied heat to the area. At the time of report, the patient stated the swelling has subsided, but there is a still a ¿lump¿ present. The patient also has pain in the area that has persisted. The allegation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).